Event description:
It was reported to boston scientific that during preparation, the basket would not close. The physician completed the procedure with another segura hemisphere stone retrieval basket. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A functional check found the basket of the device is opened and cannot be closed. The handle cannula has separated from the pinch vise of the handle, preventing the basket from closing. The handle cap was manually removed and it was found that it had not been tightly secured to the handle. A review of the device history record was performed and revealed no anomalies.